Event description:
The consumer reported that the bearings were not functioning on a ct7a custom manual wheelchair. This issue could cause the chair to be unstable and cause the user to fall out of the chair.